Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow-up. During real time electrograms it was noted that the implantable cardioverter defibrillator was exhibiting events that were potential crosstalk. Clinician noted that in older non-sustained right ventricular oversensing (B)(6) 2017, similar behavior occurred. No intervention was performed. The patient was stable throughout the device interrogation and will continue to be monitored.